Event description:
Philips received a complaint by the customer on the v60 indicating that a 100b " watchdog test failed" error occurred. The device was not in use on a patient at the time the reported issue was discovered and there was no reported harm to the patient or user. The device was replaced with another ventilator without any adverse consequences. The customer called technical support to report that a 100b " watchdog test failed" error occurred. Investigation ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the authorized service provider (asp) engineer stated that the hospital equipment department repaired the data acquisition (da) printed circuit board assembly (pcba), and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.